Manufacturer narrative:
Investigation conclusion; tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause; cannot determine with retains. Technical support identified some procedural errors that may have contributed to the event. Source; email.

Event description:
This report was received through a skilled nursing facility survey conducted by the ahca. Reported 1 false positive sars result for one patient. The patient's symptomatic status is unknown. The skilled nursing survey communicated that the result was confirmed negative by molecular (pcr testing).